Event description:
(B)(4). I have an auto immune disorder and being monitored for cervical cancer. In addition to ibs. I should have never gotten this device in my condition. I had only a few symptoms now I got just about 80% of the symptoms on the tracker of symptoms. One broke off after 4 days and came out. Now I face a tubal and or hysterectomy.